Event description:
It was reported that there was a bad display. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4)as a result of warning letter cms# (B)(4). Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. Visual inspection observed that the device was received in fair condition. During functional testing, the reported complaint could not be confirmed. Installed test disposable and powered on unit. Found display to operate as intended but read 69, which is out of specification. Could not confirm customer reported reason as display worked. However, during preliminary check, other issues were found. Device was operating for around 5-10 minutes when it alarmed overtemp. Attempted calibration and was unsuccessful. Found main printed circuit board to be faulty. Also found reservoir tank cover to be cracked which caused a resulting slow leak of water. (UDI) is unknown. No product information has been provided to date.